Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Approximately 7 months post the index procedure, the patient had a revascularization from the svg to the right posterior descending with another endeavor sprint rx stent implanted. The event was probably related to the study device. Approximately 7 months post index procedure, the patient suffered an mi. The investigator assessed that the event was not related to the study device.

Event description:
It is reported that the previously reported mi event was treated with medication and thrombolytic therapy.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).